Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (damaged cable or wires exposed) was confirmed. Upon receipt the ECG-b cable grommet and ECG-c cable grommet was pulled from the distribution node, the trunk cable was pulled from the strain relief, and the distribution node to rear therapy electrode cable was pulled out of the strain relief. The root cause for the pulled cables cannot be positively determined but is likely physical abuse. No adverse event resulted from the defective electrode belt. The patient was issued a replacement electrode belt.

Event description:
A (B)(6) distributor contacted zoll customer support to report a (B)(6) patient's belt had damaged cables. The patient was issued a replacement electrode belt.